Event description:
The physician deployed the stent completely and confirmed the stent was completely outside the sheath under fluoroscopy. As he attempted to withdraw the delivery system, he felt resistance. Once he had the delivery system out, he noticed a piece of the stent was still attached to it. Another overlapping zilver was placed without incident. Patient outcome is unknown.

Manufacturer narrative:
Event evaluation: this event is still under investigation.